Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor readings. The customer states they received threshold suspend alarm. The customer's blood glucose level at the time of incident was 129mg/dl. The customer states they received bad sensor alert and calibration error. Troubleshoot was conducted. The customer was advised the sensor would be replaced and returned for analysis.